Manufacturer narrative:
Manufacturer ref no: (B)(4). During baxter's evaluation, the system error 322 was confirmed and was reproduced. Evaluation found multiple occurrences of system error 322 within the device history log. Evaluation of known contributors has led to the determination that the upper auxiliary assembly was the failing component. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a system error 322. There was no patient involvement.